Event description:
It was reported to medtronic minimed that the customer experienced loss of communication issue between insulin pump and transmitter, received pump error 53 (software error detected) and pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error and rewind the pump. There is no indication that the communication issue was resolved. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return required for mmt-7841zn, mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.